Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made loud unusual noise and overheated in 90 seconds (118.1 degrees should be less than 118 degrees in 10 minutes)therefore, the reported condition was confirmed. It was determined that the driveshaft was broken which caused the noise and overheating. The assignable root cause was determined to be due to use of excessive force during use, which is misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was making loud rattling noises. During in-house engineering evaluation, it was observed that the device made unusual loud noise and overheated in ninety seconds (118.1 degrees should be less than 118 degrees in 10 minutes). It was also observed that the driveshaft was broken which caused the noise and overheating. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.